Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 69-year-old patient with a 3300tfx23mm valve model implanted in the aortic position presented with stenosis (mean gradient of 50mmhg and velocity of 4.0m/s) after an implant duration of (5) five years and (11) eleven months as per echo report. Patient's family reported that patient presented with symptoms. No action was required at the time of the event. Patient was under regular follow-up.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigations conclusions). H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The device was not returned to edwards for further investigation, as the valve remained implanted, and no images or medical records were provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.